Event description:
It was reported that the patient presented in the emergency room. Upon review, the right ventricular (rv) lead exhibited failure to capture. The lead had dislodged due to a suspected suture break from the lead's suture sleeve. An x-ray was performed and confirmed dislodgement of the rv lead. The physician elected to explant and replaced the rv lead. The patient condition was stable.